Event description:
It was reported that patient experiences discomfort in the pocket site. The patient underwent pocket revision procedure wherein the implantable pulse generator (ipg) was relocated. Nothing was explanted and two extensions were added. The patient was doing well postoperatively.